Manufacturer narrative:
The insulin pump alarmed followed by constant alarm, problem was isolated to the mother board. The insulin pump had cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer received a failure of flash memory alarm and new software release detected alarm. The customer's blood glucose was 156 mg/dl at the time of incident. The customer received the alarm during resetting of settings. The customer stated that the insulin pump cleared all the settings after battery changed. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.